Event description:
Spontaneous communication from home health nurse reported that pump that was sent to replace, an earlier one is still malfunctioning giving an error message of "air inline." She stated she did all the troubleshooting, including checking for kinks in tubing. This is the pump that patient uses to infuse IV ns hydration. Serial number (B)(6) is the one that is affected curlin pump. Maintenance due date is 08/2025. No adverse events as a consequence of pump not working. No missed doses reported. She is going to infuse via gravity. Patient will be sending pump back and a new one is being shipped out. No further detail was provided. Unknown if md is aware. Indication: myasthenia gravis without (acute) exacerbation. Frequency: infuse 65gm (650ml) intravenously daily for 2 days, every 3 weeks for cycles 2, 3, and 4. Then repeat cycle 1. Reported to cvs/caremark by health professional.